Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting and perforation abutting an adjacent organ. The patient reported becoming aware of these events approximately four years and eight months post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter implant was prophylactically prior to redo knee surgery and high risk for deep vein thrombosis and venous thromboembolism due to factor 5 leiden mutation. The patient¿s history at the time was also significant for hypertension, hypercholesteremia and a family history of coronary artery disease. The patient also had degenerative joint disease. The patient was scheduled for an outpatient cardiac catheterization but had recurrent episodes of chest discomfort relieved with nitro and was admitted to the emergency department. The patient first underwent a cardiac catheterization which found no obstructive coronary artery disease, mild coronary artery calcification and a normal left ventricle ejection fraction. The filter was placed immediately following the cardiac catheterization. The patient tolerated the procedure well with no complication. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no imaging available for review the reported events could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including perforation, tilting and perforation abutting an adjacent organ that causes injury and damage to the patient. Per the medical records, at the time the filter was implanted, the patient was reported to have a history of degenerative joint disease (djd), had undergone left knee replacement and was required to have a redo knee replacement. Additionally, the patient had significant risk factors for coronary artery disease by way of hypertension and hypercholesterolemia, anticoagulant treated factor v leiden mutation and an abnormal pre-op stress test. The patient was scheduled for an outpatient cardiac catheterization but had recurrent episodes of chest discomfort relieved with nitro and was admitted to the emergency department. Since the patient was to also undergo knee surgery and was at high risk for deep vein thrombosis (dvt) and venous thromboembolism (vte), a prophylactic inferior vena cava (ivc) filter was recommended by the orthopedic surgeon. The patient first underwent a cardiac catheterization which found no obstructive coronary artery disease, mild coronary artery calcification and a normal left ventricle ejection fraction. The filter was deployed in the cardiac catheterization after the cardiac catheterization was done. The patient tolerated the procedure well with no complication. According to the information received in the patient profile form (ppf), the patient reports ivc perforation, tilting, perforation abutting an organ and further experienced anxiety related to the filter. The patient became aware of the reported events approximately four years and eight months after the filter implantation.